Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log showed multiple wrong cassette alarm messages after cassette latched were recorded. Functional testing included use testing. The pump was powered on and the "cassette damaged" alarm message was unable to be duplicated. When a cassette is latched during the investigation. Further investigation found the pump had fluid ingression. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to fluid ingression.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a 'cartridge damaged' alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.